Manufacturer narrative:
Date of event: unknown, used the first date of the aware month.

Event description:
It was reported that the patient experienced urethral erosion with the cuff of an artificial urinary sphincter (aus) leading to an explant procedure on an unknown date. The physician did not believe the device caused the erosion. It was indicated that the patient had undergone previous catheter placements and radiation prior to the erosion. There were no device malfunctions associated with the explanted device. Some time later, a reimplant surgery was performed in which a new aus system was implanted. The patient fully recovered following the intervention.